Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR. Report #3006705815-2017-01635.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2017-01635. It was reported the patient experienced ineffective stimulation due to lead migration. Reportedly, diagnostic imaging confirmed the issue. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the system was explanted as the next course of action to address the issue.